Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a act was hard to press as well as battery compartment was corroded, cracked and discolored on opposite end. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damaged and troubleshooting was declined for keypad anomaly. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with corroded battery tube, stained end cap sticker and cracked battery tube threads.